Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed the right atrial and right ventricular leads exhibited low impedance. No intervention was performed; the patient will continue to be monitored.